Event description:
It was observed that during the device evaluation, the subject device exhibited that the color tone of the image is not correct. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: the color tone of the image is not correct. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure - the color tone of the image is not correct due to damage to the camera unit a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.